Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. Pump received with broken reservoir tube lip, cracked belt clip slot, battery tube threads, minor scratched display window and missing end cap sticker.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that when attempting to program carb, numbers continued to scroll on display screen and buttons were sticking even after battery change. Customer's blood glucose was 164 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.